Event description:
Limited information available: customer complaint: "I felt a jolt of excruciating pain. I developed blister and redness. I was literally shocked."

Event description:
I felt a jolt of excruciating pain.. I developed blister and redness.. I was literally shocked.